Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator had presence of foreign material. This is attributed to insufficient cleaning. Other observations for the device are: distal end rubber coating (a-rubber) adhesive is detached; connecting tube and universal cord have a scratch; protector of universal cord on scope connector (s-connector) side is damaged; due to wear of angle wire, the play of up/down (u/d) and left/right (l/r) knob is out of the standard value, and bending angle in u/d/l/r direction does not meet standard value; due to damage on charge couple device (ccd), image has black dots and the resolving power is not obtained; and distal end cover (c-cover) has a dent. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the boot protector near control body being cracked. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator had presence of foreign material. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material found in the forceps elevator during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reprocessing steps recommended in the instructions for use were not completely conducted due to water leakage from the subject device. As a result, the foreign material remained on forceps elevator. Additionally, it¿s probable a single use soft brush: maj-1888 was not used when brushing forceps elevator and therefore foreign material remained on forceps elevator and around there. A final root cause was unable to be identified. The following is included in the instructions for use (IFU): ¿IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received which confirmed the customers reported event occurred during reprocessing and there was no patient involvement. The customer reported reprocessing the device according to the instructions for use. However, the customer reported to not using the maj-1888 soft brush to clean the device.